Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the indication for the inferior vena cava filter placement was body trauma. The right common femoral vein was accessed into the inferior vena cava, where the optease filter was deployed. There were no immediate complications.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter fracture. The patient reports the ivc filter fractured and the fractured filter struts are retained in the patient¿s upper left hip. The patient further asserts to being told by the doctor when the lumbar stenosis surgery was performed, that one of the ivc filter prongs was bent and was pushing into ¿something¿, which could cause the filter to break off and go to the heart causing death. The patient further experienced anxiety related to the filter. The patient reported becoming aware of the events approximately ten years and four months post implant. According to the implant records, the indication for the inferior vena cava filter placement was body trauma. The right common femoral vein was accessed into the inferior vena cava, where the optease filter was deployed. There were no immediate complications. Additional information contained in the medical records indicated that the patient had been in a motor vehicle crash, resulting in a head injury, unstable t4/t5 thoracic spine fracture and an unspecified ankle injury. The patient was status post craniotomy, which was performed four days prior to the filter implant. Surgery for the spinal fracture was pending decreased intracranial pressures. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Filter fracture is a known potential complication associated with vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Additionally, the timing and mechanism of the filter fracture and kink is unknown. Without images or procedural films for review the reported fracture and bent could not be confirmed or further clarified. Clinical factors that may influenced any potential events include underlying patient co-morbidities, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, filter fracture. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the indication for the inferior vena cava filter placement was body trauma. The right common femoral vein was accessed into the inferior vena cava, where the optease filter was deployed. There were no immediate complications. Additional information contained in the medical records indicated that the patient had been in a motor vehicle crash, resulting in a head injury, unstable t4/t5 thoracic spine fracture and an unspecified ankle injury. The patient was status post craniotomy, which was performed four days prior to the filter implant. Surgery for the spinal fracture was pending decreased intracranial pressures. There is currently no additional information available for review. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately ten years and four months post implantation. The patient reports the inferior vena cava (ivc) filter fractured and the fractured filter struts are retained in the patient¿s upper left hip. The patient further asserts to being told by the doctor when the lumbar stenosis surgery was performed, that one of the ivc filter prongs was bent and was pushing into ¿something¿, which could cause the filter to break off and go to the heart causing death. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had fractured. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: filter fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.